Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2, b4, b5, b7, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through medical records that the patient underwent a valve in valve procedure was due to severe stenosis. The patient presented with dyspnea and chest pain. The patient expired during the procedure. Per medical records, patient was found to be in critical aortic stenosis, moderate insufficiency, mild mr, and moderate tr. Patient was elected to undergo left trans-carotid tavr with non-edwards valve. During advancement of the catheter into the ventricle, the heart suddenly fibrillated. Multiple shocks were administered which were unsuccessful. CPR was started and then the 23mm balloon and inflated it across the bioprothesis. A 26mm non-edwards transcatheter valve was released but the deployment was high, and the valve began to dislodge. The patient continued to fibrillate and impella device was inserted but did not improve hemodynamics. It was noted that due to the patient's large size, the external defibrillator pads did not capture the heart, and the patient expired.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4, g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve in the aortic position underwent a valve in valve after an implant duration of seven (7) years, five (5) months due to unknown reasons. The patient expired. Per information received, the patient was undergoing a valve in valve when a non-edwards valve embolized. Whilst prepping an edwards sapien 3ur system to perform a bailout procedure, the patient went asystole. Resuscitative attempts were unsuccessful, and the patient expired. The sapien valve was not introduced into the system.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative. Engineering evaluation summary: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including history of bicuspid aortic valve, morbid obesity and hypercalcemia. All pertinent information available to edwards lifesciences has been submitted.